Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported after priming the abs-10010s, double syringe system during an in-clinic prp facial injection, as the surgeon went to draw blood the syringe began to leak, despite being tight to the butterfly line (the rep stated the butterfly line that was being used is not an arthrex manufactured device). After collecting 3-4cc of blood, the blood began to drip out of the syringe onto the floor. The rep stated a second abs-10010s (lot: unknown) was opened and worked without issue. The rep stated this same issue occurred on three separate occasions with three abs-10010s from lot: 712273654. The three reported incidents have been logged under case (B)(4). During one of the procedures the butterfly was able to stay in the patient and only the syringe was replaced. However, in the other two procedures both the butterfly and syringes were removed, and replaced with new ones. There was not an arthrex sales representative present during the procedure. The sales representative stated the facility was not able to confirm the exact dates of when each procedure took place. The sales representative stated they were informed on (B)(6) 2019 of the three issues. Additional information has been requested regarding details and cleaning of the leaks. Additional information received on (B)(6) 2019: the rep stated the blood leaked to the outer tip of the syringe, and the butterfly line in all three cases. In two cases a few drops hit the floor. The rep confirmed that neither the staff, nor patient(s) came into contact with the blood. The staff wore protective gear. The syringe and butterfly needles were discarded into biohazard sharps container. The floor was cleaned with cavi wipes and then treated with bleach spray. The rep stated the facility confirmed that they have the latest user manual for blood/biohazard spills.